Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward.

Event description:
It was reported the patient present to the hospital due to ventricular tachycardia episodes. High out of range hv lead impedance was observed. A loose set screw was suspected. Recommended performing isometrics, positional testing, and pocket manipulation. Tech services suggested reviewing a x ray to check a loose lead and performing a dft test. The device remains implanted.